Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/17/2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The patient stated at 12:20pm, their glucose was at 73 mg/dl. Before eating, they took 8.7 units of insulin at 1:00pm. While the dexcom was continuing to show that the patient was at 65 mg/dl, the patient started feeling signs of hypoglycemia. The patient states they had difficulty talking, was incoherent, was unable to stand up and was aggressive. The patient indicated that their blood sugar had to be around 20-30 mg/dl as that is when they usually go into hypoglycemia. The patient did not perform a finger stick at the time; however, they were provided soda by their colleagues. At 1:30pm, the patient checked their bg and the meter was reading 79 mg/dl. The patient stated they experienced additional inaccuracies and felt that changing the sensor would solve the issue. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined.